Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosed target lesion was 100% located in mildly tortuous and severely calcified arteriovenous fistula. The device was fully inflated before it ruptured. The device was pulled intact from the patient body.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5 describe event or problem has been updated. Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 28mm in length and extended from a position 6mm proximal of the proximal markerband to 20mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosed target lesion was 100% located in mildly tortuous and severely calcified arteriovenous fistula. The device was fully inflated before it ruptured. The device was pulled intact from the patient body.